Event description:
It was further reported that the pace/sense portion of the lead has a fracture. The pace/sense portion of the lead was capped and a new pacing lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead experienced isolated high, out of range impedance measurements. The impedance has been gradually rising since implant, but now has had two occasions where it has been out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead, (B)(6) 2010; 4195 implantable pacing lead, (B)(6) 2010. (B)(4).